Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing redness, swelling, pain and an abscess had occurred while wearing the pod between 25 and 36 hours. The patient visited a physician and was prescribed augmentin 825 mg. The pod has been discarded. The patient resides in germany but was travelling in italy at the time of the event.